Event description:
Rptr concerned about chronic and constant medical problems, pain, migraine headaches, chronic dental problems and dental pain (including tmj pain), facial pain. Rashes on areas of her body that come and go. Silicone adjuvant disease and connective tissue disorder, nausea, joint pain, carpal tunnel syndrome, fibromyalgia, irritable bowel disease, endometriosis leaking to a complete hysterectomy. Swelling, fluid retention, constant ratigue, inability to sleep due to pain and sickness etc. Multiples, had to go to another state to get a diagnosis in 2/22/94.